Event description:
Malfunctioning prosthesis. Patient had 2 penile implants in the past. One was put in prior to 2009 and in 2009 that one failed. This is due to separation of tubing just above the pump. This was a coloplast device. This was replaced in 2009 as I noted, and more recently, has quit working again. He presents for replacement again.